Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition from cancer medication was exacerbated by the lifevest equipment. Patient described the area as itchy and uncomfortable. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydroxyzine and hydrocortisone cream for the skin irritation. The outcome of the irritation is unknown.